Manufacturer narrative:
The pacemaker will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and sepsis. The pacemaker was explanted but remained in service as part of a temporary pacing system. The pacemaker was later explanted. There were no additional adverse effects reported.